Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On march 10, 2007, the lay user/pt contacted lifescan alleging that she was unable to change the code number on her one touch ultra meter. At the time of concern, the pt reportedly felt light headed and took oral medications (unspecified type/dose) following the attempted test at 7pm two days earlier. The pt did not test on any other device and did not seek/receive any other medical attention. The customer care advocate (cca) walked the pt through correctly coding the meter and the issue was resolved. It would be helpful to know how long the pt has had the meter, how often she tested her blood glucose, and when was her last successful meter reading. It would also be helpful to know if the light-headedness started before or after she was unable to code the meter and if the oral medications relieved her symptoms. Based on the provided info, this complaint is being reported due to the following conclusion: the pt alleged feeling lightheaded while unable to use the meter. There is insufficient info about what contributed to the pt's light headedness and if the pt administered proper self-treatment since it is unknown if her symptoms were relieved. There is no evidence that the product malfunctioned since the alleged issue was resolved with training. The meter, test strips, and control solution were replaced.